Event description:
A female with a history of dvt had filter placed in early 2008 prior to knee replacement surgery. Pt was asymptomatic and did not complain of any pain or discomfort. Initial placement appeared to be successful with a minor tilt. Pt had been on anticoagulation medicine which was stopped prior to removal of the filter. The physician went to retrieve the filter on 6/13/08 and noticed a substantial tilt with potential primary strut protruding into the aorta. Filter had minor migration caudally but was still affixed to the caval wall. Filter was successfully removed from pt on approx five and a half months later. Pt is well.

Manufacturer narrative:
Event eval: still under investigation.